Event description:
The patient was enrolled in the reprise IV study in may 2019 with patient identifier of (B)(6). It was reported that left bundle branch block (lbbb) occurred. The patient was on a prior regimen of aspirin at the time of the index procedure. Prior to the index procedure, heparin or other anticoagulant was given. The patient also received a loading dose of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. No new conduction disturbance was noted post balloon valvuloplasty. A 23mm lotus edge valve was deployed after successful resheathing and repositioning of the valve within the aortic annulus. Post dilatation was not performed. On the same day of index procedure, the subject developed lbbb post implantation of the study device. No further action was taken to treat the event. The next day, the event outcome was considered to be recovered/ resolved and the subject was discharged on aspirin and clopidogrel.